Event description:
It was reported that the device interrogation showed 6900 low impedance counts on the right ventricular (rv) lead. The patient also experienced pocket stimulation throughout the day and during the interrogation due to the older lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 4068-45 implantable pacing lead, implanted: (B)(6) 2000; product ID addr01 implantable pacing lead, implanted: (B)(6) 2009. (B)(4).